Event description:
The account alleged that the bed will not go completely into trendelenburg.

Manufacturer narrative:
After replacing the trend gas springs, the tech found a loose bolt on the trend handle preventing the bed from completely going into trendelenburg. The tech tightened the bolt to repair the bed.